Event description:
It was reported by the customer that a pyxis medstation es system had device was displaying a black screen and unable to power on the device. The customer reported that there was a 15 -minute delay in patient care while the user obtained the required medication from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the internal pyxibus cable for the auxiliary cabinet and found exposed wire touching the metal on drawer 2.1. The field service engineer was able to resolve the issue by replacing the pyxibus cable for the auxiliary cabinet. The system functioned as intended after the field service engineer troubleshooted the device.